Event description:
Healthcare professional (hcp) reported pt receiving hemofiltration and renal replacement therapy on the bm25 system (combination of bm11a & bm 14). Hcp reported approximately 300cc's of fluid unaccounted for during the first three hrs of therapy. There were no adverse symptoms exhibited by the pt during this time period. Therapy was discontinued and pt was temporarily placed on IV pump system. Per hcp, "pt's condition did not worsen while receivng treatment on the bm25 system." Treatment modality was altered and pt was placed back on the bm25 system. Hcp reported improvement in pt's condition after restarting therapy on bm25 system.